Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left side of the lesion. The 100% stenosed, chronic totally occluded target lesion was located in a moderately tortuous and moderately calcified right posterior tibial artery. After a non bsc guide wire crossed the lesion, a 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 12 atmospheres for 20 second, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2 mm small peripheral cutting balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).